Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded and was not returned to the manufacturer. Should additional information become available, the evaluation summary will be submitted in a supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s. Not returned.

Event description:
During a cemented total hip arthroplasty mixed 2 packets of simplex bone cement monomer with polymer lot no tku053. Bone cement set at 20 seconds. Mix was discarded and another 2 packets of simplex monomer and polymer of a different lot no were mixed without issue.

Manufacturer narrative:
Expiration date and manufacturing date corrected. An event regarding setting time involving simplex bone cement was reported. The event was not confirmed. Visual inspection and functional testing was completed on the three retained samples tested of the reported lot. The results were satisfactory and within specification. No medical records were received or were relevant to the investigation of this event. Device history review for the specified lot indicates that the devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review determined that there were no similar events reported for the referenced lot. The investigation concluded that the reported setting time issue cannot be confirmed. No further investigation for this event is possible at this time.

Event description:
During a cemented total hip arthroplasty mixed 2 packets of simplex bone cement monomer with polymer lot no tku053. Bone cement set at 20 seconds. Mix was discarded and another 2 packets of simplex monomer and polymer of a different lot no were mixed without issue.